Event description:
It was reported that the physician was dissatisfied that the r-wave measurements through the analyzer were approximately three times greater than the r-waves measured through the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.